Event description:
Filter had penetrated ivc (all 4 limbs); upon removal - using cook gunter retrieval kit, there was some resistance felt. Then sheath advanced and filter was captured within sheath. Upon removing, filter was captured within sheath. Upon removing filter from sheath, it was noted that one limb had fractured and the fractured portion was not present. Small portion of limb was then visualized - appeared to remain in wall of inferior vena cava (ivc). Patient outcome has not been provided. The fractured fragment of celect filter is not retrieved.

Manufacturer narrative:
(B)(4). Catalog #: unknown as information was not provided by reporter. Lot #: unknown as catalog # is unknown. Expiration date: unknown as lot # is unknown. Implant date: unknown.(B)(4) . Investigation is in progress.